Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The surgeon mentioned that in one of her procedures the suture broke. She had to remove it and use another product to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide hcp contact details including name, number, and email address for the following information what tissue was being approximated/ sutured? Product code? Lot number? Procedure name and date? Event date? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare®. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m all others. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.